Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4); distal conductor distorted, blood on outer tubing, outer insulation breached cut, outer tubing overlay breached cut, connector pin and helix bent, blood on helix. The helix would not extend or retract due to distal conductor distortion within the connector. The full lead was returned and analyzed. (B)(4); distal conductor and poximal conductor distorted, blood in all conductors, distal conductor fracture, all insulators breached cut, helix bent. Helix would not extend or retract due to distal conductor distortion within the connector. The full lead was returned and analyzed.

Event description:
It was reported that the leads "would not screw in." The leads were replaced. No patient complications were reported as a result of this event.